Manufacturer narrative:
Evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation consisted of a review of complaint text, review of labeling (i.e., cell-dyn 1800 operator's manual) and perform a non-statistical trend search. The results of the investigation are as follows: the cta (abbott customer technical advocate) review the service history for the cell-dyn 1800 instrument and determined that on (B)(6) 2008 a similar issue had been reported by the customer, which was resolved by a field service visit. On (B)(6) 2009, the cta called the customer requesting data; however, the customer declined to provide the data over the phone and agreed to fax precision results along with patient report and qc file. The cta was to call back after evaluating the data. On (B)(6) 2009, the cta called the customer again requesting the data and customer stated that precision had not yet been completed on the instrument. The customer declined a field service visit until the data was to be evaluated by the cta. On (B)(6) 2009, the cta called the customer and was informed that no troubleshooting or precision had yet been completed on the instrument. No data had been faxed over the cta for evaluation. The cta suggested to the customer to clean the hgb flow cell and fax the data for evaluation. The customer faxed 18 pages of data containing qc files, which showed results within customer range, patient report and repeated run. On (B)(6) 2009, on a follow-up call to the customer, the cta was informed that after performing weekly maintenance on the cell-dyn 1800 instrument all qc results were within assay range. The customer performed a correlation study with another lab and the results were matching properly. The likely cause of the reported issue was a dirty sample pathway, which was resolved by routine cleaning (lyse line cleaning and autoclean). No further investigation required; the instrument is performing within specifications. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, pages 10-11 through 10-13, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 9, preventive maintenance schedule, page 9-11, special protocols menu indicates the procedure for weekly maintenance. A non-statistical trend (nst) review was performed in the complaint analysis trending system for the reported issue from (B)(6) 2009 . No nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to discrepant hgb results on patient samples. There was no systematic issue with the cell-dyn 1800 product line. This is a final report.

Event description:
The account generated discrepant cell-dyn 1800 hemoglobin results on a patient specimen. The account stated the patient specimen was from a routine physical but generated a cell-dyn 1800 hemoglobin = 7.7 g/dl. The specimen was sent to another laboratory which generated a hemoglobin = 12.6 g/dl. The patient was sent to the hospital for a transfusion. The hospital hemoglobin result was approximately 12.0 g/dl and the transfusion was cancelled. The account performed routine cleaning (lyse line cleaning and autoclean) on the cell-dyn 1800 analyzer for resolution. Additionally, the account stated that after cleaning, all quality control was within range and a hematology correlation study performed with another laboratory produced acceptable results. No impact to patient management was reported. Testing data: account results: wbc = 3.3 k/ul; rbc = 2.25 m/ul; hgb = 7.7 g/dl; hct = 25.2 %; plt = 203 k/ul. Another lab results: wbc = 5.4 k/ul; rbc = 3.30 m/ul; hgb = 12.6 g/dl; hct = 36.2 %; plt = 298 k/ul.